Event description:
Reporter alleged, that the comfort curve blood glucose test strips were labeled with an expiration date of 09/31/07. The MFR's batch records show the actual expiration date to be 05/31/07. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. The suspect product was not returned to the MFR for evaluation.